Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 2.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded. The tip is damaged. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a 5mm longitudinal tear starting 23mm from the proximal markerband. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 2.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter. No patient complications were reported and the patient's status was good.